Manufacturer narrative:
The pod was received with the cannula fully deployed with the slide insert held securely by the catch beam. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 676 pulses and completed multiple boluses before deactivation. The investigation found no issues that would result in the cannula retracting. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure and dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.a166usqs5cza8 hardware: sm-a166u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the pod dislodged from the infusion site on the arm while the patient was sitting in class after approximately 36-48 hours of wear, resulting in blood glucose levels exceeding 400 mg/dl. The school nurse noted an odor of insulin leakage. It was further noted that the pink slide advanced but the cannula was not visible, indicating a potential cannula retraction failure. There was no medical intervention reported in relation to this event.